Event description:
It was reported that 2 bd 20ml syringe luer-lok¿ tips experienced tip/luer damage/deformation which was noted prior to use. The following information was provided by the initial reporter: syringe tip not smooth.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd 20ml syringe luer-lok¿ tips experienced tip/luer damage/deformation which was noted prior to use. The following information was provided by the initial reporter: syringe tip not smooth.